Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pmm915 batch number, and no non-conformances were identified. The photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that on (B)(6) 2020, a package was found where the information and format on the single package, and was different with that on the normal ones. The needle type information was different. There was no report of any patient involvement, and no adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/09/2020. H3 evaluation: one picture was provided for analysis. Upon visual inspection of the picture, two foils of product could be observed with different print information of needle sales type. Therefore, a further investigation was performed; the needle characteristic for both products are the same and both are included in the needle description. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection and further investigation in our system, the printing information on the foils related to needle sales type are correct. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.